Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter addr 1: (B)(6). E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using one (1) bd vacutainer® eclipse¿ blood collection needle, the shield over the IV end of the cannula was damaged and fell off of the unit. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. Additionally, the two retained shelf cartons were visually inspected for a damaged lid and passed testing with no evidence of damage. Furthermore, 30 retained samples were visually inspected for damaged IV or np shields, and all samples passed testing as the shields were present with no evidence of damage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using one (1) bd vacutainer® eclipse¿ blood collection needle, the shield over the IV end of the cannula was damaged and fell off of the unit. No adverse impact was reported regarding the patient or user.